Event description:
It was reported that the patient was admitted to the intensive care unit and was currently on a ventilator in critical condition. The patient was reported to have had complications from osteomyelitis. They did not believe the patient's problems were related to the pump, but wanted instructions to stop it temporarily. The pump was reported to be delivering dilaudid; however, the concentration and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.